Manufacturer narrative:
Concomitant medical products: product ID 37092: lot# 242140001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that since (B)(6) 2015 the implantable neurostimulator (ins) would shut off and the patient has had to charge every two days. The ins was turning off randomly, and unexpectedly. The ins was going go half charged to shutting off. The patient noted that she is a physical therapist and has had to wear the recharger to charge the implant while working. When the current ins shuts off, the patient's whole body shakes, and noted so she can know when therapy has turned off. The patient was not sure if the lead has come off from her spine because it appeared that the left side was not getting any tingling at all, like it used to. The patient's indications for use included spinal pain, and radiculopathy. The patient service agent confirmed that the patient did not have a fall or trauma. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.